Event description:
Please note: this report pertains to the second of two devices that were used during the same procedure. Refer to MFR report # 3005099803-2008-05275 for a description of the first device. A prolieve thermodiliatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, while prepping the prolieve catheter, the anchoring balloons failed. The procedure was completed with another prolieve thermodilitation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The lot number provided by the complainant, 606641 represents the prolieve catheter; a part of the kit. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.